Manufacturer narrative:
Method: (no graft is available for inspection and evaluation as the device has not been explanted; therefore no testing of the device can take place). Results: (a review of the manufacturing records associated with the affected product (gelweave straight vascular prosthesis, lot no 301085, s/n (B)(4)) was undertaken; this confirmed that the product was manufactured within specifications). Of note: (leakage is a known and expected complication of vascular graft implantation. The original clinical trial for the gelatin sealed vascutek device had a leakage incidence of (B)(4). The current incidence rate for all gelatin sealed polyester grafts is less than (B)(4)). (Gelatin sealed grafts are coated with glycerol to prevent the gelatin from drying and cracking. The gelatin coating is designed to hydrolyse over a 14-day period during implantation. Tissue in-growth will fill the voids within the fabric to maintain the seal and ensure that the graft is blood-tight). Conclusions: (no conclusions can be drawn) - as no product was returned for inspection and evaluation, the root cause of the reported defect could not be established.

Event description:
Vascutek ltd has been made aware of an incident that occurred with a pt who had a vascutek manufactured, gelweave vascular prosthesis implanted on the (B)(6) 2012. The event was reported as bleeding from the anastomotic site (aorta; revision surgery was required five days after original implantation ((B)(6) 2012)). The bleeding was stopped by using tachosil foam (fibrin). The pt was transfused with colloid solution (volume substitute) and plasma and blood substitute.